Event description:
Physician reported that the customer was hospitalized for high blood glucose and dka. And the device was completely off. Troubleshooting was performed and pump appeared to be operating normally.